Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by the caller that they were programming the ins for adaptive stimulation and it reset the intensity values to 0ma. The caller indicated that initially they went through the orientation/set-up walk through, skipping several positions, and when they returned to the programming overview it showed 0ma. The caller reported that they had the patient stand up and the intensity did not change. (Technical services (ts) reviewed that the ins will not automatically change amplitudes during an active clinician programmer session). The caller reprogrammed the device for all three programs in group a. The patient had group a active and groups b and c. The caller reported that they programmed intensities for all three groups. The caller noted that they changed stability time to 30 seconds. The caller indicated that today the patient contacted her because the intensity values had reset to 0ma. The caller indicated that the patient was in the upright position but they did not have the patient use the check position option on the patient controller. Tss had the caller review the report for information about the programmed intensities. The caller indicated that the upright position was set to an intensity of 2.0 ma and the mobile, reclining and lying front positions were set to 0ma. The caller indicated that all other positions had intensities for all three groups. The caller was not with the patient. Ts reviewed adaptivestim programming considerations issue was not resolved. No symptoms were reported. Additional information was received from the rep. The cause of the issue was still unknown and adaptive stim was turned off at her last reprogram. The issue was resolved.